Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked during priming. The product was replaced and procedure completed with no patient impact.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and functionally tested. No defects were observed. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. There was proper communication between the probe and the consol. The sample primed and calibrated with a console. No air leak was detected from the infusion air line during the priming process, and no error code or leakage was detected. The sample passed submerge leak testing. The cleaning process was able to be performed after the functional test was completed. The sample passed functionality testing. The sample was tested at appropriate settings. Infusion pressure rate and intraocular pressure were normal. No bubbles were found during fluid air exchange. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).